Manufacturer narrative:
The customer was sent a replacement for the reagent cartridge.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that they received leaking ammonia (amm) reagent cartridge. There was no injury reported.